Event description:
The handheld device and software flashcard were returned on (B)(4) 2013 for product analysis. An analysis was performed on the returned handheld. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Previously submitted MDR inadvertently reported an incorrect serial number. This report is being submitted to correct this information. Previously submitted MDR inadvertently reported an incorrect manufacture date. This report is being submitted to correct this information. Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that a hard reset was performed but did not resolve the issue. The device is pending return.

Event description:
On (B)(6) 2013, a physician reported that he could not progress past the align screen procedure. He tried a hard reset that didn't resolve the issue. Additional troubleshooting was performed: the physician again confirmed that the hhd was stuck on the align screen procedure. A hard reset was performed and the physician selected the option to clear all data in the memory. Even after doing so, the hhd started to reboot, but once the align screen procedure came up, the physician could not advance past it again. The physician confirmed that when pressing each cross-hair, it would move around the screen, but it just kept doing that over and over again. Attempts for product return have been unsuccessful.